Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had fails open barrel test and calibration was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "fails open barrel test and calibration." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was failing its barrel clamp tests because the barrel clamp sensor was starting to come away from the barrel clamp. I reseated the sensor and the issue has been resolved. The unit was failing its pressure sensor tests as well, so I replaced the pressure sensor with a new one. The unit had a broken front case, rear case, pressure sensor cover, and a corroded right iui connector; I have replaced all of those parts with new ones. I recalibrated the unit and ran it through all of its pm tests with no other issues after those repairs." Reported problem cause description: "incidental." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿